Event description:
It was reported that the shock impedance of the cardiac resynchronization therapy pacemaker system had been gradually increasing. The most recent value was out-of-range at 150 ohms. The physician elected to test the system integrity by performing commanded shocks of 1.1 joules and 41 joules. The shock impedance measurements during the tests were 112 ohms and 109 ohms respectively. It was felt that there could be some fibrosis on the right ventricular (rv) lead and it was planned to continue to monitor the situation. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the shock impedance of the cardiac resynchronization therapy defibrillator (crt-d) had been gradually increasing. The most recent value was out-of-range at 150 ohms. The physician elected to test the system integrity by performing commanded shocks of 1.1 joules and 41 joules. The shock impedance measurements during the tests were 112 ohms and 109 ohms respectively. It was felt that there could be some fibrosis on the right ventricular (rv) lead and it was planned to continue to monitor the situation. The rv lead remains in service and no adverse patient effects were reported. Additional information was provided, it was reported that the patient was hospitalized for a normal generator change out procedure due to elective replacement indicator (eri). The physician decided to also replace the rv lead as the lead exhibited high out-of-range shock impedance measurement, measuring greater than 190 ohms and high thresholds. An x-ray was performed but did not show any issue. The revision procedure was completed successfully. No additional adverse patient effects were reported. The rv lead was disposed and will not return for analysis.